Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose over 1300 mg/dl. Customer was vomiting, hard breathing and abdominal pain. Customer did feel ok to troubleshoot their high blood glucose reading. Customer blood glucose reading while admitted was 1300 mg/dl. Customer had diabetic ketoacidosis. The cause of the high blood glucose reading was unknown. Customer did changed the set on 1-2 days ago before the incident. Customer went into hospital for high blood glucose reading. Customer admitted was admitted in the hospital by their own. Customer used their insulin pump within 48 hours. Customer was treated with injection shots. Customer did mention using the auto mode feature. The product will not be returning for analysis.